Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Initial information received from the patient reported that they saw a "call your doctor" icon on the programmer and that an end-of-service (eos) on their implantable neurostimulator (ins). The patient stated that they had no indication that the ins battery needed to be changed. They noted that they really relied on the stimulator device. Additional information received on (B)(6) 2016 from the healthcare professional (hcp) reported that, from the operative notes, the patient had a surgery for "battery malfunction" and the ins was replaced. The reporter did note that it appeared the replacement was done because the ins battery was depleted. There was no record of a loss of therapy or any other device issue. No medical symptoms were reported. The patient recovered completely from the event. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.